Manufacturer narrative:
Quality safety evaluation received on 18-may-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure inserted (fallopian tube occlusion insert) and a few years later, she had a novasure procedure performed and part of essure was attached to the novasure lawn which had taken part of essure out (interpreted as device breakage). Device breakage was considered anticipated upon receipt of the product technical complaint investigation. Although in this particular case, the essure breakage was triggered by the novasure procedure and physician manipulation over the implant, given the nature of this event a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led to it under less fortunate circumstances. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information has been requested.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 12-apr-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Reported had done a novasure on a patient that had the essure done years ago and had her confirmation test. After the novasure was completed part of the essure coil came out after. It was attached to the novasure lawn and had taking part of the essure out. The trailing coil was in the uterus cavity. She went in and scope before and noticed she did not see the trailing coil of the essure. She proceeded to do a quick hysteroscopy before the novasure. She saw the essure that was done. Essure was not done by her. She started the novasure and said that it was a little difficult to set the lawn so she had to manipulate. So maybe the manipulation had kind of tangle on the trailing coil of the essure unto the lawn. She completed to novasure. After the novasure was done she removed novasure lawn and went back in to look at the ablation and noticed that a part of the trailing coil of the essure had broken off and floating in the uterine cavity. She recommended the patient to go get another hysterosalpingogram (hsg) done because it was not the entire coil that was floated, it was a piece of it to make sure that the full coil was there and if it is occluded. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure inserted (fallopian tube occlusion insert) and a few years later, she had a novasure procedure performed and part of essure was attached to the novasure lawn which had taken part of essure out (interpreted as device breakage). Device breakage is unlisted in the reference safety information for essure. Although in this particular case, the essure coil was attached to the novasure lawn and had a part of it out of fallopian, during novasure procedure, considering the nature of this breakage event, it is not possible to exclude a causal relationship with essure coil itself. This case is regarded as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led to it under less fortunate circumstances. Further information has been requested. A product technical complaint analysis is being sought.

Manufacturer narrative:
Follow-up from 21-jul-2016: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure inserted (fallopian tube occlusion insert) and a few years later, she had a novasure procedure performed and part of essure was attached to the novasure lawn which had taken part of essure out (interpreted as device breakage). Device breakage was considered anticipated upon receipt of the product technical complaint investigation. Although in this particular case, the essure breakage was triggered by the novasure procedure and physician manipulation over the implant, given the nature of this event a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led to it under less fortunate circumstances. The product technical complaint investigation resulted in an unconfirmed quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.